Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to patient anatomy. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was 10-14 mm, and the implant depth on the lcc was 12-14 mm. Following valve dislodgement, a severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the patient's slightly flared left ventricular outflow tract (lvot) contributed to the dislodge.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to patient anatomy. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was 10-14 mm, and the implant depth on the lcc was 12-14 mm. Following valve dislodgement, a severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the patient's slightly flared left ventricular outflow tract (lvot) contributed to the dislodge. Additional information was received to report a medtronic confida guidewire was used for the procedure. The deployment starting point was at the bottom third of the pigtail catheter. The valve dislodged toward the ventricle and was replaced with a non-medtronic (edwards sapien) valve which resolved the pvl.